Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. It was confirmed that the needle mechanism had a mfg defect (excess adhesive) which may have caused a delayed activation, at which time the pod began to properly deliver insulin to the site. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It is suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called to report a pod which had a problem with the inserter. She said that when she first put the pod on, she felt it insert, but "it felt a little funny, and the click was not as loud as normal." She checked the site, and it appeared as though the cannula was in her skin. She said that three hours later, she felt the cannula activate. She checked her bg at this time, and found it was 450 mg/dl. She took a 20.0 unit bolus for correction. Forty-five minutes later, her bg was 500, so she removed the pod and activated a new one. She said the new pod worked "fine" and her bgs came down. No further issues or actions were reported. The device is being returned for evaluation.